Event description:
It was reported that the customer had a motor error alarm. Alarm occurred during bolus. Customer uses sensor and may have viewed the sensor graph when motor error occurred. Pump had not been dropped or exposed to high magnetic fields. Customer was advised to discontinue use of the pump. Customer was advised to contact the hospital for a new pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.